Event description:
The customer reported the display is broken, (display failed). There was not report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.